Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 155 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with clearing the alarm and performing a self test. The customer's insulin pump passed the self test and worked as designed. No further assistance needed.